Manufacturer narrative:
(B)(4). As reported, debridement of the annulus was excessive near the non-coronary leaflet. Once the patient had reached normothermia de-airing maneuvers were conducted; however, there appeared to be a significant amount of bleeding emanating from the dome of the left atrium (near the non-coronary leaflet) not in the area of the aortotomy suture line. It was reported the surgeon felt that the valve separated the annulus and caused bleeding. A definitive root cause for the aortic injury and bleeding could not be conclusively determined. It is possible that aortic injury may have occurred during the excessive debridement. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There are no indications of a manufacturing defect. The device labeling has been determined to be adequate. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and found to be in control. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an edwards bioprosthetic pericardial aortic valve was explanted at implant due to bleeding discovered near non-coronary leaflet. As reported, the surgeon successfully sized and implanted the valve. Debridement of the annulus was excessive near the non-coronary leaflet. After assessing the surgeon thought the valve was still the valve to use. Three guiding sutures were placed at the lowest point of each sinus and an additional suture was placed toward the non-coronary left coronary commissure. These were passed up through the sewing cuff of the valve and lowered into position. The balloon passed across the valve and inflated at 5 atmospheres for 10 seconds. The valve appeared to seat quite nicely in the annulus and the coronary ostia were easily visible following valve implantation. The surgeon closed the aortotomy and patient went off bypass. Cardiac action resumed spontaneously and was vigorous. Once the patient had reached normothermia de-airing maneuvers were conducted; however, there appeared to be a significant amount of bleeding emanating from the dome of the left atrium (near the non-coronary leaflet) not in the area of the aortotomy suture line. An attempt was made to close this with 4-0 pledgeted sutures; however, it was unsuccessful. It was deemed that this represented annular separation. The surgeon decided to re-clamp and go back on bypass. The valve was explanted and the valve was successfully replaced with another edwards bioprosthetic aortic valve. The replaced valve was seated nicely in the annulus and the coronary ostia were easily visible following valve implantation. The patient was successfully and easily weaned from cardiopulmonary bypass. Post bypass, the transesophageal echocardiography (tee) demonstrated a normally functioning bioprosthetic aortic valve with no evidence of insufficiency. The surgeon felt that the initial valve separated the annulus and caused bleeding. The patient was taken to the ICU in stable postoperative condition. The patient remained hemodynamically stable and was discharged pod #8.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of bleeding discovered near the non-coronary leaflet could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. The frame was observed to be distorted, and was bent around leaflet 2. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It appears that this event was likely due to procedural related factors. It was noted that there was excessive debridement of the annulus near the non-coronary leaflet, where the bleeding was noted post-avr. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an edwards bioprosthetic pericardial aortic valve was explanted at implant due to bleeding discovered near non-coronary leaflet. As reported, the surgeon successfully sized and implanted the valve. Debridement of the annulus was excessive near the non-coronary leaflet. After assessing the surgeon thought the valve was still the valve to use. Three guiding sutures were placed at the lowest point of each sinus and an additional suture was placed toward the non-coronary left coronary commissure. These were passed up through the sewing cuff of the valve and lowered into position. The balloon passed across the valve and inflated at 5 atmospheres for 10 seconds. The valve appeared to seat quite nicely in the annulus and the coronary ostia were easily visible following valve implantation. The surgeon closed the aortotomy and patient went off bypass. Cardiac action resumed spontaneously and was vigorous. Once the patient had reached normothermia de-airing maneuvers were conducted; however, there appeared to be a significant amount of bleeding emanating from the dome of the left atrium (near the non-coronary leaflet) not in the area of the aortotomy suture line. The surgeon decided to re-clamp and go back on bypass. The valve was explanted and the valve was successfully replaced with another edwards bioprosthetic aortic valve. The replaced valve was seated nicely in the annulus and the coronary ostia were easily visible following valve implantation. The patient was successfully and easily weaned from cardiopulmonary bypass. Post bypass, the transesophageal echocardiography (tee) demonstrated a normally functioning bioprosthetic aortic valve with no evidence of insufficiency. The surgeon felt that the initial valve separated the annulus and caused bleeding. The patient was taken to the ICU in stable postoperative condition. The patient remained hemodynamically stable and was discharged pod #8.